Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b31 (scope communication error), bending angle insufficient due to elongation of the angle wire, rattling in the insertion pipe, curved rubber scratches, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the video connector, water tightness of the insertion tube pipe not maintained, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on the light/guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center for an endoeye flex deflectable videoscope exhibiting no image with b31 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to a failure of the image sensor unit or defect of the inner board of the video connector or system caused the event. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer.

Event description:
Additional information was received that the event occurred during an unknown surgical procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.